Event description:
The homecare pt was being fed using a pump. 700 ml of an enteral feeding solution was hung. The pump was set to deliver 90 ml/hr. 700 ml was delivered in 15 mins. The rptr stated the pt aspirated the solution into his lungs and could not vomit. The pt was suctioned and 50 cc of fluid were obtained. The rptr stated the feeding solution originates as a powder which is very difficult to mix and must be blenderized. The rptr stated she believed the powder had been changed from version "1" to version "1 plus" at about the same time the customer began having this problem. This is the second report on this pt. One pt involved.